Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56cm. Model #: sc-4319, lot #: 18838995 description: clik x MRI anchor. Model #: fb-201-01, lot #: 19184943 description: fixate double pack. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.